Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (45-70 mg/dl). Customer drank soda and suspended insulin delivery to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional. Reportedly, customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.